Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports from the reported day of event are consistent with complaint and show persistent alarm ¿controller error due to opm communication stopped¿ (#1035) upon each boot-up of the console. Further analysis of logs prior to that day revealed the same alarm intermittently triggering on (B)(6) 2022 while console was in danvers for its preventive maintenance (pm) procedure. The returned console was tested, and the issue was reproduced. Visual inspection of the internal components of the console revealed a misaligned communication ribbon cable between optical bench and 4-in-1 carrier. It is most likely that the cable was accidentally misaligned during prior pm procedure, during which time the aic housing had to be opened in order to replace the console batteries. After the cable was re-seated, communication errors subsided. The cause of the aic issue was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error alarm when performing a routine check of the console. Reportedly unsuccessful attempts were made to restart the console and by pushing the button for the battery kill switch. There was no patient involvement reported.